Event description:
It was reported that the device had all (attention, charge pak and wrench) icons illuminated. The reported problem could be an indicative of the device failure to power on. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control is anticipating the device return to the manufacturing facility and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.